Manufacturer narrative:
This report originally filed as 2028159-2019-01537. (B)(4).

Event description:
A nurse reported the valved trocars leaked during a combined cataract and retinal procedure. The trocars were replaced and the procedure was completed. There was no patient impact.